Event description:
During a phacoemulsification of a cateract, the cornea received a burn. The surgeon then performed a patch graft to the defect. The surgeon had noted that the irrigation or infusor appeared to have been decreased during the procedure. Postoperative evaluaion of the equipment by the biomed tech (and company representative the next day) revealed a decrreased steam of solution from one of the infusion sleeves throught to have been used in the procedure. (This could not be verified as both handpieces, phaco tips and infusion sleeves were placed in the container which was sent to the biomed department.invalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-apr-92. Service provided by: invalid data. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: inserviced by manufacturer/distributor representative. Invalid data - on device destroyed/disposed of status.